Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during delivery to/at the lesion. The device was inspected with no issues. An attempt was made to deliver the stent to a lesion located inthe distal circumflex (cx) artery, but it became dislodged in the proximal cx artery and was crushed in the proximal cx artery as it was unable to be snared. The stent remains deployed in the proximal cx artery. There was a lesion extending from the distal left main (lm) to the ostial left anterior descending artery (lad), involving a side branch at the ostial cx. The first diagonal (d1) branch had a 90% stenosis. The proximal lad had an 85% stenosis. The ostial to mid lm had a 50% stenosis. The mid cx artery had 70% stenosis with a patent side branch in the second marginal branch (0% stenosis). The lcx was wired with a non-medtronic guidewire and the mid and distal lcx were treated with balloon angioplasty, which resulted in focal dissection distally. Attempts were made to advance the stent which got stuck in the proximal lcx artery and lm, and was stripped off the balloon. Attempts were made to retrieve the stent with a snare which was unsuccessful. In the end, the balloon was used to inflate the stripped stent in the ostial lcx and lm using a max of 3.0 mm balloon. This closed the lcx completely with a timi 0 flow, and the patient developed chest pain and bradycardia. The right femoral arterial access was obtained and a balloon pump was inserted. The patient was started on low-dose dopamine. Further attempts were made to open the lcx with a non-medtronic guidewire, which crossed the dissection area after considerable difficulty. Balloon angioplasty was then performed with a 2.0 mm balloon with prolonged inflations. Timi 3 flow was restored, and the patient became pain-free. Post-intervention resulted in the first diagonal stenosis being reduced from 90% to 10%. The proximal lad stenosis was reduced from 85% to 10%. The ostial to mid lm stenosis was reduced from 50% to 10%. The mid cx artery demonstrated a 70% stenosis with a patent side branch involving the second obtuse marginal branch (0% stenosis). This was identified as the culprit lesion. Timi 3 flow was present. The lesion was classified as a type c lesion and was located at a bend in the vessel, appearing to involve an approximate 90-degree curve into the cx artery. The lesion was not a chronic total occlusion. The lesion had been previously treated with angioplasty and represents restenosis. Prior treatment was documented on (B)(6) 2024, with an additional prior treatment noted at an unknown date. During this procedure, angioplasty was performed using a standard balloon. It was reported that there may have been some aggressive device advancement during the procedure. It was reported that the cx artery was not fully open. The patient was placed on intra-aortic balloon pump (iabp) and hospitalised on the night of the event. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Image analysis: one procedural image was provided for analysis. Image confirms the reported lesion in the lcx. Images were not provided capturing the use of the onyx frontier stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.